Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that a chest x-ray examination performed at outpatient visit 2 weeks after the procedure showed that status of phrenic nerve response was around half recovery. The next outpatient visit was scheduled for a later date.

Manufacturer narrative:
Event summary: the patient data files showed at least nine applications were performed with catheter 2af284 / 58252-65 without any issues or system notices on the date of event. A clinical issue encountered during cryo ablation procedure (phrenic nerve injury). Product was not returned for investigation. In conclusion, a clinical issue (phrenic nerve injury) was encountered during the procedure. Product was not returned for investigation. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2018: additional information reported that at the outpatient visit, the patient had no subjective symptoms. No x-ray was performed at this outpatient. X-ray is scheduled to be performed in (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, the phrenic nerve motion weakened as noted via palpation. The ablation was then stopped. The procedure continued, and the phrenic nerve motion and twitching was not noted via fluoroscopy. The case was completed with cryo. It was noted that the phrenic nerve paralysis did not recover, and the patient will be monitored at outpatient. No further patient complications have been reported as a result of this event.